Event description:
Reportedly, during testing, it was found that the touch screen did not work. Upon troubleshooting, it was found that the unit required a software update. There was no pt involvement reported.